Manufacturer narrative:
The initial report submitted was checked for "other," this was updated to reflect "intervention required."

Event description:
Additional information previously requested also included clarification of the initial reporter. On 2016-02-25, additional information received from a company representative reported that they were uncertain with respect to the initial reporter, but it may have been the implanting physician. No additional information regarding the event was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n567975, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a company representative regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On an unspecified date, subsequent to pump and catheter implant on (B)(6) 2015, an infection at the pump pocket was confirmed; there was redness and pus at the pump pocket. On (B)(6) 2015, the pump and catheter were explanted (also reported as a "total system explant"). No cultures were obtained. Additional information regarding the pump drug and details, medical history, concomitant medications, onset date of infection, and resolution of the infection has been requested. If additional information is received, a follow-up report will be sent.